Event description:
It was reported to philips that the system shut down and was unable to boot back up. The patient was moved to another system. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing general surgery. The procedure was aborted at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system shut down and was unable to boot back up. Review of the logfile shows system was shut down during a procedure. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the equipment powered off unexpectedly during a patient procedure without any user intervention. Multiple restart attempts were unsuccessful and the rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the fuses at the power input of the detector¿s cooling unit (chiller) were blown due to an internal fault in the chiller which triggered the short circuit protection for phase 3, causing the system shutdown. To resolve the issue, the fse reset the circuit breaker and replaced the chiller. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.